Event description:
It was reported that prior to a sigmoid colectomy procedure, the post was loose on the center mount on the handle. Received an instrument error. Case completed with a new device. No patient consequence.

Manufacturer narrative:
The hp054 hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.